Event description:
Pt had dual lumen bard power PICC inserted on (B)(6) 2018. On (B)(6) 2018, the device started to leak under the dressing and was replaced on (B)(6) 2018. Each lumen was found to be leaking close to the hub from perforations in the catheter.